Manufacturer narrative:
Gehc recommends replacement of the anesthesia control board. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. There was no reported patient injury.